Event description:
In 2007, the patient went in for a procedure. The target lesion was at the distal end of the proximal right coronary artery (rca). The lesion was pre-dilated with a semi-compliant balloon. Then a 2.5 x 18mm cypher stent was delivered to the lesion but the stent delivery system would not cross the flexion area of the rca. Therefore, to deliver the stent delivery system the physician retrieved the entire system with the guiding catheter and found that the stent was flared at the proximal edge. Then a guiding catheter was used and a zeta 2.5 x 8mm bare metal stent was implanted. There was no reported patient injury.

Manufacturer narrative:
This cypher sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. Additional information will be submitted upon 30 days of receipt.